Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) seal that was separating from the bezel, and the dso sensor failed calibration. The cause of the customer reported problem was the dso sensor failed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated the software, replaced the dso seal, dso bezel, and dso sensor. The pump passed all functional tests and performed as intended after repair.